Event description:
Same case as #6000093-2006-00419 it was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In june 2004, the patient had two taxus express2 3.0x12mm drug eluting stents placed in the mid and proximal left anterior descending (lad) artery. The lad was moderately calcified with a 90% stenosis and also had an aneurysmal dilatation. After successful angioplasty of the proximal and mid lad, these areas were reduced to )% stenosis. The stents were not pre or post dilated. The patient received ic ntg during the procedure, a double bolus of IV heparin and was started on an integrilin drip. A loading dose of 300mg plavix was also given. About 19 months later the patient presented and a sub acute thrombosis was found in the stented area. The patient had been taking aspirin and plavix until approximately 2 weeks prior. The patient had been instructed by a different physician to discontinue the medication for an upcoming unrelated procedure. The patient was treated with integrilin. The patient was ok, and was hospitalized at the time of the report.